Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connecting tube had coating peeling 1mm2 or more was due to a degradation problem identified. The c-cover had a crack was due to a separation problem. The adhesive on the distal sheath had a crack was due to a fatigue problem. The most probable cause of all the findings is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the connecting tube had coating peeling 1mm2 or more, the c-cover had a crack, and the adhesive on the distal sheath had a crack. It was determined that the connecting tube, the c-cover, and the distal sheath needed to be replaced. There was no patient involvement.